Manufacturer narrative:
Correction: b7. The actual sample from the reported event was returned for evaluation. Visual examination of the device revealed the catheter was stretched and broken at the end; the defect was confirmed; however, no root cause was identified related to the manufacturing process. All information reasonably known as of 15 dec 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 19 nov 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Fill volume: unknown ml. Flow rate: unknown. Procedure: c section. Cathplace: supra-pubic area. Infusion start time: on (B)(6) 2022 at 8:52. Infusion stop time: on (B)(6) 2022 at 10:30. It was reported that while attempting to remove the onq catheter from the patient (post-op), the physician met slight resistance, but continued to pull; it was determined that the catheter severed and approximately 6 inches of catheter remained inside the patient's insertion area. They were in the process of obtaining an x-ray during call. The physician stated the catheter was sterile, there was no infection and no ¿issues¿ or injury was reported. Additional information received 01nov2022 reported, the catheter had been in place for two days prior to the incident occurring; there was no reported injury. Additional information received on 03nov2022 reported, the patient was doing fine and was to have a follow-up appointment with their provider soon. Additionally, the patient had been educated on what signs and symptoms to look for and to report if there were concerns. The decision was made to not remove the catheter and to wait to see if there were issues and/or at their next appointment. There was no reported injury.